Event description:
I was healthy before I had the essure procedure. Over the years, I have been suffering with abdominal inflammation, hair loss, chipped teeth and headaches. I was back in the ER last night inflamed, it's painful and affects my daily living due to feeling sick and weak. After essure, I was in the ER with so much pain, they took me into surgery afraid my appendix erupted. It was fine, but that's where we found I have abdominal swelling. I had a colonoscopy where large intestine was fine, but the small was still inflamed and couldn't see inside. I just made an appt for this week to see an ob-gyn to have them removed. The hard part was how they tell you how easy and good they work. I was never told of negative side effects. Well, I can say, I have had no quality of life the last 6 years. Please hear our stories and help other women not make the same mistake.